Event description:
It was reported that the customer was hospitalized for low blood glucose. It was stated that customer had a large dinner before bolus. Bolus history was checked, but troubleshooting was not performed. Nothing further reported at the time of call.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.